Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on (B)(6) 2019, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- (B)(4). Submitted on (B)(6) 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
Customer called and reported that there was no allegation against the driver.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Email address unknown / not provided. PMA/510(k) number unknown. Product will not be returned by the customer.

Event description:
It was reported that the implant disengaged from the driver and fell on the floor while transferring to the patient's osteotomy.